Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant DHR review was completed part number: 319.006 synthes lot number: ft00169 supplier lot number: n/a release to warehouse date: 27-sep-2016 expiration date: n/a supplier: (B)(4) no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Flow: broken visual inspection: the depth gauge (part # 319.006, lot # ft00169, mfg # 27-sep-2016) was inspected at us cq. Upon visual inspection, it was observed that the needle of the depth gauge broke at its connection to the body of the depth gauge. The needle was bent by approximately 2° (approximately 20 mm from the distal tip of the needle). The depth gauge shows signs of minimal wear and no other issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was performed on the depth gauge and the diameter of the needle proximal to the broken portion measured 1.23 mm that falls within the specification of 1.20 to 1.25 mm, based on drawing. Document/specification review the following drawing(s) was reviewed; --depth gauge for 2.0/2.4 mm screws: --needle: no design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Material/hardness review: during the cq investigation, the material review was performed, and the material was determined to be conforming at the time of manufacture. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the depth gauge was found to be defective. No patient or surgical involvement was reported. Evaluation of the returned device revealed the needle was broken. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).